Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver log was reviewed and firmware errors were observed. The customer complaint was confirmed because firmware errors were found in the receiver log..the reported event of an error icon display was confirmed during log review. A root cause could not be determined.